Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5076-58, lead, (B)(6) 2014. (B)(4).

Event description:
It was further reported that blood cultures showed staphylococcus aureus. Echocardiogram results were as follows: ejection fraction 58%, mitral valve bioprosthesis-severe stenosis and significant regurgitation-3 +, the front tip of the bioprosthesis vegetation. The patient was hospitalized, received intravenous (IV) medication, and the event was considered resolved seven days later.

Event description:
It was reported that two months after implant the patient developed a pocket infection. The implantable pulse generator (ipg) and leads were explanted. The pateint is enrolled in (B)(4). No further patient complications have been reported as a result of this event.